Event description:
According to the event description: "at an infusion rate of 2 ml/h with 5% glucose, air was detected in the line over a distance of approximately 80 cm beyond the air sensor of the infusion pumpspecifically from the pump segment toward the stopcock manifold. The air segment was noticed in time, allowing the infusion to be stopped before any air could enter the patient. No alarm was triggered by the pump."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. However, no therapy is stored in the device history for the day of the incident. Therefore the device history files from 2025-09-10 were investigated. During the investigation the air alarm could be found, three times. No other abnormalities were found in the device and alarm history. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the production seal on the lower housing were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After selection of the infusion line in the disposable-menu it was possible to put the pump in operation. After the functional test the air sensor was checked. An infusion line was filled with water and was inserted in the infusomat space. The operating unit was closed. It could be detected a specific value of water. All measured values are within our specification (described in service manual - chapter technical safety check). Furthermore the pump was started with a rate of 250ml. With the help of a syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The air sensor works within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The reported defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. A product deviation could not be detected. The reported malfunction could not be reproduced. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.